Event description:
It was reported that the event occurred in the operating room (o.r.) During use. The physician inserted the catheter while in the intensive care unit. The patient was transferred to the operating room and it was observed in the operating room that the temporary pacemaker leaked saline from the side port back into the sheath covering the temporary pacing wire. As a result, the device was removed. It is unknown if there was another attempt at the procedure. There was no report of patient death, complications or injury. No medical/surgical intervention was required. There was an unknown time of delay or interruption in therapy with no harm to the patient. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.